Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit unexpectedly shut down. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit unexpectedly shut down. When unit powered back on, it alarmed low battery. There was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse arrived on site to find the batteries were fully charged with the mains inlet switch turned on. All power supply checks passed. The current number of battery discharges remaining were 70. The fse replaced the lead acid batteries. The fse performed a complete preventive maintenance (pm) with full calibration. The unit passed all functional and safety tests per factory specifications. The iabp was returned to the customer and cleared for clinical use.